Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had been hospitalized for altered mental status and needed a brain scan/MRI. The hcp did not know if this was related to the device or therapy. It was also reported that the ins pocket was swollen. No device issues were reported. No further complications were reported/anticipated.